Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
Dexcom was made aware on 06/21/2017, that on (B)(6) 2017, the patient experienced a hypoglycemic event. It was reported that the patient's daughter noticed that the patient was low. The patient's blood glucose (bg) reading was 50 mg/dl. The patient's daughter gave the patient something to eat and called the ambulance. The ambulance did not treat the patient because when they arrived, the patient was lucid and had a bg reading of 80 mg/dl. The patient was not taken to the hospital. At the time of contact, the patient was fully recovered. There was no allegation against the dexcom system. The patient initially contacted dexcom for education on the g5 application. No additional patient or event information is available.